Event description:
The contact called for help with the customer's meter. While troubleshooting, the contact performed control tests and received results of 238 and 266 mg/dl. The normal control range was 118-171 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent to the customer.